Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. What grade of hemorrhoid did the patient have? Grade 2-3. Who fired the device and what is his/her experience? The doctor fired the device and has a lot of experience ( fired +/- 1000 pph staplers during his career). Could you please describe the staple formation? Some were closed / some were open. Was the device difficult to close? Yes. Was the device difficult to fire? Yes. What confirmation was received that the firing sequence was completed? Cutting washer had cracked.. ¿handles were plastic to plastic.¿ were there staples malformed circumferentially or were the staples malformed in certain quadrants? In certain quadrants. Was the hospitalization prolonged due to the alleged issue with the device? Yes. What is the current patient status? Patient comes for a control on (B)(6) 2017. Photographic analysis: the pictures show the rectum along six plastic graspers with suture around the tissue. Two of them show an instrument with suture as if it was suturing at the moment. No evidence of staples present were observed. Based on the photos alone the event described cannot be confirmed, unfortunately there is not enough evidence in the photos to determine root cause.

Event description:
It was reported that during an unknown procedure, the device didn't fully staple, but did cut. The anastomose was partially open. Sutures were used to complete the procedure. Possibly more pain for patient. The patient's hospitalization was prolonged.

Manufacturer narrative:
(B)(4). Batch # n5682c. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.